Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited premature battery depletion. The patient did not experience any adverse consequences. The device was explanted and replaced.